Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Correction to (B)(6) no longer applies. Correction to (B)(6) no longer apply . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient contacted the representative and reported that the reaction was from the medication they were taking. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that last friday, (B)(6), the patient went to the ER because she thought she was having an allergic reaction. It was reported the tape was removed because they thought maybe the tape was causing the issue. Patient stopped her medication because they thought that was the issue. Patient continued to have rash, bubbles and blisters on her back, arm and face. It was clearing up on the patient's arms but patient still had rash on back and face. Allergy was not confirmed. It was reported the doctor was still trying to determine the cause. This was considered a sudden change in therapy/symptoms and happened one week after the neurostimulator system was implanted. No further complications were reported/anticipated.